Event description:
This pt was being treated for a mild infection. He has undergone multiple revisions. The pt - I & d of the shoulder and then had the glenoid shell & insert removed. A new set of components were then implanted.

Manufacturer narrative:
A review of the implant device history record, product complaint report database, and sterilization records show that all products used in the original surgery met sterilization, design, and mfg requirements. The dhrs for the devices identified in this event were examined. A review of the sterilization records for all products identified in this event shows all devices had received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery on (B)(6) 2009. A review of the product complaint history was completed. There were 2 complaints against p/n: 508-00-008 related to infection. There was 1 other infection complaint against p/n: 508-40-101. There was 1 other complaint identified for lot # 53876608 for dislocation. There were 2 complaints identified against lot 53862317 which addressed dislocation and an infection, respectively. There were 3 complaints identified against (B)(4): 2 complaints for dislocation and one for dissociation due to trauma. None of these complaints appear to be related to this event. None of the reports identified during the complaint history review revealed a product or mfg process defect that resulted in the pt's infection. The extent of the infection identified during the revision surgery is unk and no cultures or identifications were provided. No info was submitted with the complaint regarding pre-existing conditions of the pt or any activities the pt was involved in that may have contributed to an infection or inhibited the pt's immune system. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical.